Event description:
It was reported that the iLet user experienced a low blood glucose after eating and then exercising without disconnecting or pausing the iLet; the lowest CGM value was 48 mg/dL and a confirmatory glucometer value was 59 mg/dL, and the user self-treated with oral carbohydrates (soda) as instructed. The patient was educated to pause the iLet for exercise. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified related to improper or incorrect procedure when the device was not paused or disconnected for exercise, and the relevant device component was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.